Manufacturer narrative:
A customer in france had contacted biomérieux to report a false negative result when testing with chromid® candida agar. An internal biomérieux investigation was performed. Complaint trend analysis showed no other complaints for this batch since release date on 23-apr-2018. When statistical trend analysis is performed all over the last three years, data does not demonstrate any significant increase for this issue. Batch records were reviewed and were within specifications for all strains tested regarding numeration, size of the colonies and color. Testing of the retention sample, preserved at 2-8 c since batch release, was performed. Testing included routine qc strains, and the one received from customer at 33-37 c up to 48 hours: routine strains results were within specifications equivalent to those ones obtained when product was released: c. Albicans atcc (B)(6): good growth and blue color, c. Tropicalis atcc (B)(6): good growth and pink color, c. Kefyr atcc (B)(6): good growth and pink color, c. Albicans atcc (B)(6): good growth and blue color. Clinical c.albicans strain: we confirm pink colonies as reported by the customer. Vitek® 2 identification was performed using yeast identification card (reference (B)(4)) on both strains c.albicans atcc 10231 and clinical strain. Both are confirmed to be c.albicans with high level of probability, but when biochemical profile is compared we can observe that the clinical strain does not express hexoxaminidase activity (bnag negative) . This atypical enzymatic profile explains why the typical blue color expected for candida strains is not developed. On the other hand, clinical strain is able to express enzyme responsible to hydrolyze the second chromogenic substrate on the media, and this explains why the pink color appears. Based on these results we can confirm that the product performs within expected specifications, and the root cause is an atypical enzymatic profile for the strain isolated by the customer. 91% of c. Albicans strain are b-nag positive (appearing as blue) , and the remaining b-nag negative (no blue color). We consider that there is no patient risk because in the IFU regarding reading and interpretation instructions, it is defined that in case of pink colonies , identification of the microorganism must be performed by biochemical and/or immunological tests. Therefore, we do not consider there to be a risk of false negative as far as in this case, no direct identification is defined.

Event description:
A customer in (B)(6) contacted biomérieux to report a false negative result for a vaginal sample in association with chromid® candida agar. The customer stated the agar grew pink colonies, characteristic of candida tropicalis, candida lusitaniae and candida kefyr. Confirmatory testing via vitek ms obtained organism identification to candida albicans. For candida albicans, the chromid candida growth should have been pale blue to dark blue. Therefore, the sample was misidentified at the species level. There was no indication or report from the laboratory or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux investigation will be initiated.